Event description:
It was reported that during a percutaneous transluminal intervention treatment procedure, balloon withdrawal difficulties and shaft damage occurred. The 100% stenosed lesion was located in a moderately tortuous and non calcified posterior tibial artery. The 2.5x40mm sterling es over the wire balloon was inflated 10 times at nominal pressure in the target lesion. At withdrawal, resistance was noted, so the transcend guidewire and balloon were removed together outside the body. However it is noted that the balloon did not stick to the wire and the wire was reused. Once removed outside the body, it was observed that the outer shaft was inflated approximately 10cm proximal to the proximal balloon markerband and the innershaft was stripped off and elongated, although complete separation did not occur. The procedure was completed with a different device with no patient complications and the patient condition post procedure was reported to be "good".

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling es balloon catheter with no original packaging or other devices. Magnified inspection revealed a damaged length of the outer shaft approximately 15 - 21 cm from the tip. It appears that the shaft either inflated or stretched in this location. The distal tip was approximately 11 mm proximal to the distal end of the balloon; it appears that the distal end of the balloon that is bonded to the outer shaft was pulled inside the body of the balloon, resulting in the as-received position of the distal tip. The balloon bonds to the outer shaft were intact and there were no necked-down areas in the adjacent outer shaft. The inner shaft was necked down approximately 69.5-72.0 mm from the distal tip. The markerbands were approximately 18 mm apart and the proximal markerband was proximal to the balloon body, indicating the inner shaft stretched to a reduced outer diameter that allowed the markerbands to move from the as-manufactured position. There is no indication of any wall thickness anomalies. Despite soaking, the solidified contrast could not be loosened and therefore functional testing could not be completed. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal intervention treatment procedure, balloon withdrawal difficulties and shaft damage occurred. The 100% stenosed lesion was located in a moderately tortuous and non calcified posterior tibial artery. The 2.5x40mm sterling es over the wire balloon was inflated 10 times at nominal pressure in the target lesion. At withdrawal, resistance was noted, so the transcend guidewire and balloon were removed together outside the body. However it is noted that the balloon did not stick to the wire and the wire was reused. Once removed outside the body, it was observed that the outer shaft was inflated approximately 10cm proximal to the proximal balloon markerband and the innershaft was stripped off and elongated, although complete separation did not occur. The procedure was completed with a different device with no patient complications and the patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(6). (B)(4). (B)(4).